Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were not conducted from the instructions for use (IFU). Based on the results of the investigation, the foreign material found in the light guide lens (lg-lens) and forceps elevator could not be identified. However, based on the results of the investigation, the probable cause of the malfunction (foreign material inside lg-lens) would likely be that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. In reference to the malfunction (foreign material at forceps elevator) the probable cause would likely be that the subject device was returned to olympus without conducting/completing reprocessing steps from the instructions for use (IFU). Labeling event 1:(foreign material inside lg-lens) the event can be detected by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: tjf-q190v operation manual: chapter 3.3 inspection of the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: labeling event2: (foreign material at forceps elevator) -detection methods are written in instructions for use: tjf-q190v operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: tjf-q190v reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign materials inside the light guide lens and forceps elevator. There were no reports of patient involvement.